Event description:
On (B)(6): customer reports (B)(6) female having MRI of the abdomen with contrast. Optimark 20ml prefilled syringe (no lot number information available, all product discarded) loaded into the injector. IV access was the right ac with a 22ga insyte autoguard (bd) connected to the tubing with low pressure y tubing. IV patency checked via small saline hand injection. Injection protocol of 2ml/sec for a volume of 20ml contrast, 2ml/sec for a volume of 40ml saline. Injection started. Upon start of the injection, technologist noted infiltration and attempted to stop the injection by hitting the stop button on the control room console. Technologist reports they pressed the stop button 2-3 times with no success. Technologist then turned the system power off. Approximately 10ml of contrast infiltrated into the rt. Ac. Patient reported pain at the site and technologist applied an ice pack an elevated the patient's arm. Patient was observed for 1 hour, then evaluated by a physician and discharged with instructions to apply a heat pad when they arrived at home. On (B)(6), patient reported they are fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.